Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open in the dital section. After the device was prepared using the standard procedure, the catheter was loaded. When the device was positioned in the aneurysm and opened, its distal end was not opened, although 70% of it was opened. The product was returned because the distal end was not opened even though it was collected more than once and tried to open it again. The pipeline was not positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was deployed more than 50% when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed from the patient with the catheter. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the internal carotid artery (ica). The max diameter was 3mm and the neck diameter was 3mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.8mm. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.  Ancillary devices: phenom27 catheter.

Manufacturer narrative:
Product analysis: equipment used: video inspection system (B)(6), ruler 200cm (B)(6) as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic pouch; and within a dispenser coil. The pipeline flex shield pusher was returned within the phenom 27 catheter. Damage location details: the pipeline flex shield pushwire was extending out from hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex shield braid fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body, distal tip and marker band were examined; and no damages were found. No other anomalies were observed. Testing: the pipeline flex shield pusher was pushed out from phenom 27 catheter without any issues. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issue. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheathed. In addition, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.